Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the patient was scheduled for an MRI of their brain due to a "brain problem for vision loss". Follow-up with the hcp indicated that the MRI was still pending; the results were not provided. It was also stated that the MRI was indicated in cases of unexplained vision loss. It is unknown when the issue began occurring, if it was related to the device/therapy, or if it was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.